Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study:(B)(6). Clinical notification received for revision of left total knee to address femoral osteolysis. Date of implantation: (B)(6) 2019, date of revision: (B)(6) 2021, (left knee). Treatment: femur and tibial insert revised. Additional information received: on (B)(6) 2019, the patient underwent a primary left knee arthroplasty due to osteoarthritis. Depuy products were implanted. On (B)(6) 2021, the patient underwent a left knee revision to address pain, discomfort, edema, instability, walking difficulty, and osteolysis. Pre-operatively the surgeon suspected femoral component was loose, however, the revision operative note confirmed the femoral component was well-fixed. The surgeon noted minimal bone loss to the femur. The tibial insert and femoral component were revised. The tibial tray and patellar component were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.